Event description:
A talent and aneurx stent graft systems were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 29 months ago. Aneurysm and vessel morphology from the time of implant are unknown. This patient did not return for follow-up appointments. A recent CT demonstrated that there was stent graft migration and a proximal type 1 endoleak present. Currently the aneurysm is 50 mm in diameter. The stent graft is 10 mm from the renal arteries. The aortic neck is 24 mm in diameter. Distally the stent graft is 10 mm from the left hypo and is at the hypo on the right side. The stent graft migration and type 1 endoleak were attributed to disease progression. The migration and proximal type I endoleaks were treated with implantation of an endurant aortic cuff that was implanted with overlap in the talent bifurcated stent graft and one stent ring extending proximal to the level of the renal arteries. This successfully resolved the migration and the endoleak. It was also reported that the right iliac limb was totally occluded however there was no intervention as the patient has very good collateral flow, no pain, and walks without issue. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (stent graft migration, endoleak) (B)(4) patient's condition affected effectiveness of device (aorta disease progression) evaluation, conclusion: (B)(4) device failure/lack of effectiveness related to patient condition (aorta disease progression).